Event description:
The aml plus stem 13mm taper did not fit into the endurance head correctly. Though tried to fit both +0mm head and -3mm head, both did not fit onto the stem's taper. So tried to change the stem to 14mm stem, got correctly fit into the heads then. Surgery was prolonged for 20 minutes. Date of surgery: 2004.